Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: post-procedure. It was reported that in 2008, 1 day post left internal carotid artery stent implantation. The pt experienced mild hypotension prolonging hospitalization. Her anti-hypertensive medication was held; the hypotension resolved three days later and the pt was discharged to home. There was no adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the stent remains in the pt's body. The lot number was provided. A review of the device history record did not reveal any non-conformances which could have contributed to this complaint.